Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient was revised with a total knee system on (B)(6) 2015 due to unknown reasons. Following the procedure, it was noted, the torque limiting screw driver malfunctioned; the metal shaft of the instrument was spinning loose inside of the pink plastic handle.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.